Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient suddenly passed out. She said she had hypoglycemia. The inside of her mouth was bleeding because her head hit the center console of the car. The patient¿s daughter gave the patient apple juice only, no other medications. The patient did not seek any higher level of care and did not go to any hospital. The patient just rested for a while and then went home when she was stable. At the time of the report, the patient was stable and recovered. Performance data was reviewed. A no readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.